Manufacturer narrative:
Device manufacture date - march 16, 2016 - march 17, 2016 the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A functional flow rate test was performed and passed successfully with no issues relating to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no flow was observed with a small volume infusor. The reporter stated that delivery of the solution stopped during patient infusion. The reporter stated that the patient noticed that the residual drug (90 g) was not reduced after 12 hours of infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.